Event description:
Ous MDR - it was reported that approx. 3 months after the implant the patient received ineffective therapies. The physician decided to replace the lead. The patient is a (B)(6) year old male.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a puncture in the insulation approx. 25 cm distal to the df4 connector pin. It is reasonable to assume that this damage resulted from the surgery. Blood penetrated the lead in this area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.